Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital

Event description:
It was reported that balloon rupture occurred. A 8.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.